Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip did not fully close at the third firing. The device was used on the blood vessel of the proximal end of the inferior mesenteric artery. Another device was used to complete the case. There were no adverse consequences to the patient.